Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on the provided medical records, the pt has a complex medical history with multiple abdominal surgeries. Pt was admitted on (B)(6) 2009 for sigmoidectomy and low anterior resection by a laparotomy versus open for diverticulosis and prior episodes of diverticulitis. The procedure that included the explant of the bard mesh was complicated by vaginal cuff perforation. Currently, it is unk whether the device may have caused or contributed to the event. No product has been returned nor has a specific product problem been reported. No conclusion can be draw at this time.

Event description:
Based on medical records provided by pt's attorney; (B)(6) 2006 - admitted with diagnosis of abdominal pain, nausea, vomiting. On (B)(6) 2006 - incision herniorrhaphy with composix, kugel mesh. On (B)(6) 2090 - admitted for rectal bleeding. On (B)(6) 2009 - diagnostic laparoscopy. Conversion to open procedure. Removal of abdominal wall mesh. Repair of incisional hernia. Extensive lysis of adhesions. Repair of recto-vaginal fistula and low anterior resection. Pt diagnosed with diverticulitis. Post operative findings. Diverticulitis, adhesions, incision hernia vaginal cuff to rectum perforated while dissecting the anterior wall of the rectum, 2 cm infra-umbilical vertical incision, extensive adhesion between small bowel and abdominal wall, entire small bowel adhesed to abdominal wall.